Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# l58784, implanted: (B)(6) 2000, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that after a couple years of taking oxycodone and oxycontin for pain the patient tried to turn on their stimulation but I would not come on. This occurred in (B)(6) of 2013. The patient¿s health care provider (hcp) wanted to remove stimulator and leave the leads and put in a morphine pump. The patient did not like this option because they were allergic to morphine.